Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation was unable to be determined. The reported recurrent tr was due to the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use is a known possible complication associated with triclip procedures. The reported image resolution poor was due to patient anatomy. The reported unexpected medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to a single leaflet device attachment, requiring treatment. Crd_946 - triluminate pivotal patient ID: (B)(6). It was reported that on 06/30/2022, the patient presented with secondary tricuspid regurgitation (tr) grade 4. One xtw triclip was successfully implanted on the anterior-septal leaflets. Intra-cardiac echocardiography (ice) was utilized to assist with imaging, as the patient did not have clear windows. The tr was reduced to grade 1. On 07/01/2022, the discharge echocardiogram noted a single leaflet device attachment (slda) with the implanted triclip, along with massive tr and tr grade 3. No treatment was provided at this time. On 07/13/2022, the slda was confirmed. The patient refused another procedure at this time. (B)(6) 2024, the patient presented with tr grade 4. Two triclips were successfully delivered and deployed, reducing the tr to trace. The event resolved without sequela.